Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument was found to have broken tip and cable. There was no report of patient involvement.